Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in-clinical follow-up, standard system interrogation confirmed a stored episode with delivered therapy; however, the patient did not seek medical assistance. The episode did result in an inappropriate shock, as confirmed via a technical services (ts) data review. Reportedly, the patient was doing gardening which resulted in oversensing during postural changes. The device had been programmed in the primary vector and since, has been reprogrammed to secondary. Ts recommending the patient be evaluated with in clinical postural changes to ensure appropriate system sensing. No adverse patient effects were reported during, nor after, the inappropriate therapy.